Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 12 years post implant of this mitral bioprosthetic valve, the device was explanted and replaced due to stenosis. No additional adverse patient effects have been reported.